Event description:
Disabilitating fatigue from therapeutic failures, suspected contamination, and medication/materials errors. Surfacing as early as 1985, with most occurring from 1993/4 to present. In 1993 a root canal (3rd) was done using silver merc and steel posts next to gold crowns above and on one side. Fatigue was so extreme, slept 10-12 hrs at night and could not function thru the day. Did not understand at that time the cause. Was forced to take p/t menial job. Have never been able to return to full-time work. Replacement of old fillings 1994 onward with silver/mercuryamalgam continued to worsen health.